Event description:
It was reported that the day after the carotid stenting procedure with the rx acculunk stent in the left internal carotid artery, the patient experienced minor facial paralysis lasting two days. There was no prolonged hospitalization as the patient was discharged the day after the stenting procedure. There was no treatment provided for the paralysis. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological deficit, dysfunction is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.